Manufacturer narrative:
Mnav rep tested system and spoke with mnav engineer who recommended to upgrade software to 2.0 to resolve the inversion issue. Suggested the inaccuracy was due to frame being bumped during surgery. No impact on pt outcome reported.

Event description:
(B)(6) called in to report that the probe trajectory was inverted in navigate. The surgeon discontinued the use of navigation when after the reboot and rescan resolved the issue but was off by a cm on the lateral image. No impact on pt outcome reported.